Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the patient's history of coagulopathy. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. Around (B)(6) 2025, the patient developed a hematoma. It was noted that the patient's medication was not adjusted out of concern about a longstanding left ventricle apex thrombus (blood clot) and the patient's bleeding persisted. The patient was seen for a follow up on (B)(6) 2025 and at this time the physician stopped their lovenox. The patient was seen for a follow up on (B)(6) 2025, and the physician reported that they were pleased with the appearance of both incisions. On (B)(6) 2025, the pocket was drained, the ipg was re-anchored, and the physician was satisfied. Per the opinion of the physician, the root cause of the event was that the patient had a history of coagulopathy. As of (B)(6) 2025, there were no further complaints from the patient.